Manufacturer narrative:
The patient was reported to be (B)(6) at the time of the procedure.

Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2007. According to the complainant, post-procedure, the patient presented with unspecified complications. According to the physician, no complications were reported post procedure. No complications were reported during the patient's several post operative appointments. The patient complained of some irritation on the labia (date unknown), which was treated with premarin cream. The patient reported no issues from the implants. The patient requested labia plasty, and was referred to a plastic surgeon. As of the most recent follow up appointment on (B)(6) 2007, the patient reported no complications. All other information is unknown and unavailable.